Manufacturer narrative:
Device evaluation by manufacturer: the sterling balloon catheter was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Functional testing was performed by inflating the device to rated burst pressure and it was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported rupture.

Event description:
It was reported that balloon rupture occurred. A 6.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 8 atmospheres for 30 seconds. The device was removed without any problems, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. A 6.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 8 atmospheres for 30 seconds. The device was removed without any problems, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition after the procedure.